Manufacturer narrative:
The device was not returned to olympus for inspection, but the investigation was conducted using the information provided by the customer and the third-party distributor. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited a scope communication error b30. There was no patient involvement.